Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. System check could not be performed with tandem technical support, as the occlusion alarms occurred in the past. Customer's blood glucose (bg) was above 500 mg/dl, but exact value was not provided. Customer delivered a bolus to address elevated bg. Customer changed supplies to address occlusion alarms.